Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the ventricle output connector lock was broken off. It also found that the upper case was damaged, both bail covers, two case screws and both bails were missing, the ring and ring cover were bent, the battery contacts were compressed and the keyboard window was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the female connector on the ventricular side is broken. There was no patient involvement.